Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a cracked clamping pulley. Additional observation(s) : the instrument was found to have a loose grip cable at the grip hub. A clip test was performed and instrument failed the test. The probable root cause of a damaged clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was observed to have loose wires at tip. The procedure was completed with no reported injury.